Event description:
Device was interrogated and then holter interrogation was attempted. An error message was displayed stating complete interrogation was unsuccessful and holter should be reset. After similar attempts to access the holter the device was reset but holter information was lost. After resetting, device functionality and holter access was normal. The patient had received a shock the morning of this follow-up and through monitoring from the ward it was concluded that the shock was appropriate and successful. Patient to be followed-up in 6 weeks.